Manufacturer narrative:
H10: no product samples were returned for investigation, however, a photograph was provided and evaluated. The photo shows a cl2000s chemolock injector connected to a chemolock port. Nothing is connected to the male luer of the chemolock injector indicating a disconnection occurred. No visible damage or anomalies can be seen in the photograph provided. The reported complaint of a disconnection can be confirmed based on the photo provided. However, without the return of the sample or mating devices it is unknown how, when or where the disconnection occurred.

Manufacturer narrative:
The sample is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The customer reported an infusion of carboplatin at 2020 and the IV tubing was attached to the chemolock. The nurse went back in the room at 2054, and the mother noticed that the tubing was disconnected from the patient and spilling onto the parent cot beside the patient. The infusion was stopped. The nurse proceeded to change the line and resumed the infusion. There was small exposure to the patient and staff, but no harm was reported. There were no obvious defects to the product.